Event description:
It was reported that the pump touchscreen was unresponsive. Additionally, it was reported that the pump battery could not be charged. It was also reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring. Lastly, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery charging issue was verified, but the alleged touchscreen unresponsive and load fill tubing issues could not be verified. No cartridge was received for investigation therefore no evaluation could be performed for the cartridge damage and cartridge fit allegations.